Manufacturer narrative:
Analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nim "wasn't recognizing when stimulating a nerve." There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.